Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed high pressure on the venous line. As per user facility, it was evident when they tried to push heparin through the manifold and the back pressure started filling the syringe. It was further confirmed by disconnecting the connection between manifold and venous line (leur connection two inches of the venous line). It was changed, and found during inspection that the venous line on the inside of the reservoir was kinked. No health consequences or impact. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h6 (identification of evaluation codes 10, 11, 3331, 170, 25). The returned sample was inspected upon receipt and noted that both venous drop tubes have kinks in them. A representative retention sample from the same part and lot number was inspected with no defects noted. The root cause was determined to be a workmanship error where the kinking occurred during the manufacturing process. An awareness training was performed with the manufacturing associates to alert them of the issue, potential harms, and to prevent recurrence of this issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.